Event description:
It was reported to philips that the c-arm frame retainer fell onto the operating table. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint and confirmed it is a duplicate. The investigation has been carried out and submitted under MFR report # 3003768277-2023-06431. The codes have been updated based on the investigation outcome. Device problem code was corrected.